Event description:
The customer reported the system displayed an iris potentiometer error code during a patient procedure. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and the utility suite was re-calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.